Event description:
According to the reporter, during an open gastrojejunal bypass, the powered stapler stopped midway despite the knife blade retracting. When the needle was forcibly pulled out due to difficulty in release, it was discovered that the staples had not properly formed or fastened. As a result, the affected tissue was manually sutured, and a new cartridge was used to complete the resection successfully.

Manufacturer narrative:
D.10. Concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: unknown). Sigphandle, sig power sigphandle handle, (serial number: unknown). Sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10 d10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: unknown) sigphandle, sig power sigphandle handle, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.